Event description:
Boston scientific crm received information that this competitor representative contacted technical services to ask about the proper wrench size for this device. The competitor representative reported that this device's battery status indicator was at end-of-life (eol) and the device could not be interrogated.

Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory. The event will be reopened if additional information is received and/or the device is returned for analysis.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Visual inspection by boston scientific's post market quality assurance laboratory found a bulge on the external casing. All of the seal plugs were intact and all of the set screws operated normally. Because device telemetry could not be established, the casing of the device was removed for root cause analysis. Visual inspection found that the battery cell was swollen. The pressure from the swollen cell caused damage to the surrounding internal circuitry and components. The battery cell was isolated from the circuit and an external power source was connected. Internal electrical measurements were normal. It was concluded that the no telemetry conditions was the result of normal depletion of the battery cell. As the cell depleted beyond battery exhaustion, it became swollen which caused physical damage to the internal circuitry.

Event description:
Additional information was received that at a recent follow up, it was determined that this device remained implanted and was not removed at the original time of the event as previously believed. The device was again not able to be interrogated at the recent follow up and was therefore, now explanted, and will be returned for analysis.